Event description:
This report is being filed upon notification from our x-ray MFR, to submit this incident that occurred in other country. Problem: this x-ray sys had multiple lockups during a heart examination.